Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's atrial lead exhibited noise and low, out of range pacing impedance. Insulation damage was also noted on the lead. The lead was explanted and replaced. The patient was stable.